Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI (B)(4). The device history record (DHR) for the 18 in. (46cm) dual port dual bladder disposable cuff with plc, part number 60708010200 and lot number z000011847, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 19 nov 2018, it was reported from (B)(6) medical center that an 18 in. (46cm) dual port dual bladder disposable cuff with plc leaked over to the other side of the bladder due to a malfunction in the product. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Unit did not mesh the graft. The event occurred during surgery, but there was no harm or delay reported. No adverse events were reported as a result of this malfunction.